Event description:
After crossing a stent the catheter lost pressure at 8 atm. No intervention or patient complication was reported. However, during evaluation of the returned product a perforation in the balloon was observed with a resulting jetstream type leak. Although no jetstream leak was reported in this case, it has been determined that this type of leak may cause an adverse event if it were to recur.